Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2022. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on an unknown date. A simulation was done via computerized tomography (CT). The patient was treated and completed his radiation treatment, however, after completion he developed diarrhea and rectal bleeding. A hematoma was also reported. The CT imagery was reviewed, and a rectal wall infiltration (rwi) was detected from the 12 o'clock to 2 o'clock position. The magnetic resonance imaging (MRI) was also reviewed and suggested a rwi from 12 o'clock to 2 o'clock. The official radiology report indicated 9mm of rwi going to the submucosa, but not through the mucosa and not causing any fistula. It was also reported the patient's physician planned to have the patient try steroid suppository, however, further details were not provided. Boston scientific has been unable to obtain additional details regarding the patient's outcome, despite good fatih efforts (gfes).